Event description:
Information was received from a patient receiving intrathecal fentanyl and morphine (unknown) at unknown concentration/doses via an implantable pump for multiple back operations and non-malignant pain. It was reported by the patient that they had their catheter replaced on (B)(6)2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2023 explanted: (B)(6)2025product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 15-mar-2025, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.